Event description:
A report was received from a distributor. The report states that the pt's husband had called the distributor concerning a refund for some femsoft product that had been returned to the distributor months ago. The pt's husband stated that the pt had internal bleeding from using a femsoft device. The pt's husband stated that the pt's physician told her to stop using the product. The pt's husband stated that the pt had a cut at the base of the pt's bladder and large blood clots were observed. The pt's husband stated the pt collapsed at a doctor's office and had lost 2 liters of blood causing her to be rushed to the emergency room. The pt's husband stated his wife was in an intensive care unit for 3 days. No samples or product info was available due to the return of the unused product to the distributor and the discarding the used femsoft device. No physician or hospital info was provided.